Manufacturer narrative:
The field engineering specialist replaced the sipper pipetting unit and reagent probe. He performed performance and precision testing. The customer performed calibration and ran qc with acceptable results. There have been no further issues since the service visit on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for 1 patient sample tested for elecsys troponin t stat assay (tnt stat) and 1 patient sample tested for elecsys hcg test system (hcg stat) on a cobas 6000 e 601 module. The discrepant results occurred the day after service had visited the customer for the same problem. Patient #1 initial tnt stat result was 1.79 ng/ml with a repeat result on the same system of <0.010 ng/ml with a data flag. The result of <0.010 ng/ml with a data flag was also confirmed on another e601 analyzer. Patient #2 initial hcg stat result was 106.1 ng/l with a repeat result from another e601 analyzer of 2.96 ng/l. Patient #2 is a (B)(6) female with a date of birth that was requested but not provided. For both patients the initial results were not reported outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The tnt stat reagent lot was 24466402 with an expiration date of 30-jun-2018. The hcg stat reagent lot was 18912300 with an expiration date of 28-feb-2018. The field engineering specialist found the sipper probe was dripping water. He also noticed salt deposit on the pinch valves and found a lot of air in the sipper syringe lines. He replaced the pinch tubing, cleaned multiple valves, and checked syringe alignments.